Manufacturer narrative:
The ophthalmic microscope is an ophthalmic surgical microscopes platform. These microscope is intended for low magnification visualization during ophthalmic surgical procedures for cataract, retina, and cornea. The customer reported that the amp red reflex light would not turn on. The amp knob seem to be stuck and not rotating as much as it should. The event occurred in the middle of the case, after completion of the capsulorhexis step. The surgeon could not complete the case without an effective red reflex. The case was aborted and the patient had to be transferred to another hospital. At least 9 cases were cancelled. Additional information was requested with none received to date. One of the challenges with visualization during cataract surgery, is enhancing the red reflex particularly during phacoemulsification, cataract extraction and also during the intraocular lens surgery. The red reflex gives the surgeon the ideal contrast as well as the important depth in terms of where we are working within the eye. One of the important features of a microscope is to ensure the red reflex and optimal visualization throughout the entire procedure ¿ not only during capsulorhexis, but during lens extraction as well. The red reflex is the reddish-orange reflection from the retina that is observed through the microscope as the co-axial light passes into and then back out of the eye. The stability is defined by how even and bright the red reflex is across the entire working area within the pupil. This visualization is created by shadows and contrast that are created by the lens material altering and being highlighted by the red reflex. A brilliant red reflex is one that created the highest degree of contrast, edge definition, and detail shadowing within the cataract. The stability of the red reflex determines how efficiently and safely the surgeon can manipulate the cataract and work within the capsular bag. The benefits of using a stable red reflex helps to prevent intraoperative complications like a posterior capsule (pc) tear. The surgeon aborted the surgery to prevent any complications. A lack of red reflux has the potential to impact optimal visibility into the eye during a procedure. Thus, allowing the potential for creating a surgical complication, surgical delay, or requiring a second procedure to take place. The lack of red reflux itself, while illumination from the primary (oblique) is available, does not pose harm to the patient, nor does the system itself pose any potential harm to the patient. If, during surgery, a total system shut down occurs or illumination is lost, the licensed/trained operator should be competent in mitigating the risk of any direct patient harm and allowing a stable intraocular environment to be maintained. The system was examined and the reported event was confirmed. The beam splitter was adjusted and tested several times. The system was determined to have met specification. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 12, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the metal plate not engaging with the beam splitter to engage the red reflux. How this occurred cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that after completion of the capsulorhexis portion of a cataract extraction the microscope "amp" knob became stuck and the red flex light would not turn on. The patient was transferred another facility for completion of the case. All other cases were canceled for the day. Additional information has been requested